Event description:
While using stapler during laparoscopic sleeve gastrectomy, stapler would not fire (4th firing). The physician was able to open stapler jaws and remove the device from the patient. No harm to patient.